Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative installed the necessary part datasettes on the iabp, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The faulty datasette was returned to getinge national repair center (nrc) for further investigation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during a field action performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the getinge designee encounter a failure of the datasettes. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected faulty datasettes were returned to getinge's national repair center (nrc) for failure analysis. A senior repair technician inspected the pair of datasettes and no visual damage was observed on datasette #1. However, on datasette #2, jp1 connector was not soldered flush on the board. The technician installed datasette #1 in a cs300 test fixture and tested to factory specifications per cs300 service manual. Datasette #1 failed testing, and the reported failure of "no power up or display on screen" was verified. The nrc sent datasette #1 to the supplier per procedure and supplier returned datasette #1 and verified the reported failure. They reprogrammed datasette #1 and it passed all of their testing. The nrc technician installed datasette #1 into a cs300 test fixture, and tested to factory specifications per cs300 service manual, then inspected datasette #1 per procedure and it passed testing. Datasette #1 will be scrapped and retained in the nrc per procedure. The nrc technician attempted to install datasette #2 in a cs300 test fixture and was unable to install datasette #2 into the cs300 test fixture. Datasette #2 was sent to the supplier for failure analysis per procedure. The supplier stated that u1 was not programmable and scrapped datasette #2.

Event description:
It was reported that during a field action performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the getinge designee encounter a failure of the datasettes. There was no patient involvement, and there was no adverse event reported.